Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back. The area was described as small heat rash with bumps that became itchy and started oozing pus. Multiple attempts to follow up with the patient on the condition of the rash were unsuccessful. There is no indication at this time that the patient required medical intervention. The final medical outcome of the irritation is unknown.